Event description:
It was reported to minimed that the customer experienced a device not found message while attempting to pair their simplera sensor. The customer reported no adverse event. The event involved product(s) mmt-5120a, mmt-1884 and mmt-5120a. Troubleshooting was performed and upon reviewing the paired devices screen, it was confirmed that the simplera sensor serial number was not in the paired devices screen. The customer was assisted with pairing the sensor; however, the sensor was still unable to communicate with the pump. The existing pairing was deleted/ unpaired, and the pump was prepared to reestablish the communication with the sensor, but the pump alerted with "device not found" throughout the troubleshooting process. The pump and simplera sensor did not pair after troubleshooting. The customer confirmed that the pump was able to successfully pair with other devices, such as a meter and a mobile device. No harm requiring medical intervention was reported. Product return is not required for mmt-5120a, mmt-1884 and mmt-5120a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known. This is 1 of 3 medwatch reports regarding this event.